Manufacturer narrative:
Pump was received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for critical pump error. Customer¿s blood glucose was 85 mg/dl. Customer reported that he had took a shower with his pump and got a critical error on pump. The insulin pump will be returned for analysis.